Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor was leaking cerebrospinal fluid (csf) after being implanted into the patient on (B)(6) 2021. A minimal leakage cerebrospinal fluid was reported. The microsensor was retrieved.

Event description:
N/a.

Manufacturer narrative:
The microsensor was returned for evaluation. Device history record (DHR): there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis: failure was verified. The tube was visually inspected and there was physical damage found. Therefore, the complaint is confirmed. The likely root causes are drainage lumen punctured, csf drains through stylet lumen, csf drains through sensor lumen, or csf drains through the luer and cap connections.